Event description:
On (B)(6) 2009, pt reported in the morning she was attempting to change the insulin infusion device cartridge and received e10 error (cartridge error). To troubleshoot pt changed the batteries to an enercell battery. During the troubleshooting we were unable to verify the type of enercell batteries. The pt was reminded of the type of batteries recommended for use with the insulin infusion device. Pt stated during the return phase the insulin infusion device's piston rod made "sputtering" sound. No physiological effects were reported. Product was replaced and requested to be returned for eval.